Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported lump/nodule and rupture on the left side, device remains implanted. Captured events are considered to be device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., g.1., h.6. Cont. H.6. Health impact-f2203-imaging required.

Event description:
The device was explanted.